Event description:
The micro reciprocating saw was returned for service. Upon eval at the MFR, it was found to run without user activation. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, it was observed that the motor assembly, press plug and rotor bearings were corroded. The presence of widespread corrosion is likely to cause or contribute to the handpiece running without user activation.